Event description:
It was reported that during a hip fracture procedure, surgeon was reaming the bone canal with the drill bit (357.403) and the drill bit broke. The broken fragment was retrieved. The surgeon used another drill bit to complete the procedure with no further problems. No adverse effect to patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. As received condition the drill bit was returned with approximately 7-8mm of the tip broken off within the flutes, through the 6mm diameter. A visual inspection revealed significant damage to the remaining area of the cutting edges on the tip and along the flutes. The most severe dents are at approximate 15 mm from the tip. The damage, the wear marks and the heavy burrs at the break site are potentially consistent with usage in the field. Unable to accurately inspect the tip features due to the broken tip, half of the tip is missing. Balance of the undamaged pertinent features conforms to specifications. Hardness checked within print specifications and material type is correct. This complaint is deemed indeterminate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: the product evaluation review minor chips and dull edges found at the front of the drill bit. Coupling end broke at necking down section at the tri-lobe shaft. These drill bits do not have a set designated life as they can be used until the edges appear dull or damaged, but should be replaced once any damage has been noticed. (B)(4)

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for this complaint (B)(4).